Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call high blood glucose levels and diabetic ketoacidosis. Customer's blood glucose level went as high as 500 mg/dl. Troubleshooting was performed. Customer treated their high blood glucose via insulin pump. Customer advised their cannula was bent which may have resulted in high blood glucose levels. Customer was advised to change out their entire infusion set, reservoir, insulin and treat their blood glucose via healthcare provider's instructions. The insulin pump will not be returned for analysis.